Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
"The following repair diagnostic codes were identified: burn on insulation at tip of shaft. Replaced handle. The following was observed: burn on insulation at tip of shaft. Handle was replaced. This does confirm the alleged failure mode of:insulation issue. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.